Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Review of the provided picture confirmed that the lid was broken off due to a broken hinge; however, review of the most recent checklist identified that the lid was intact and lid locking check passed. Only the blue release latch was broken off. As this device is lot controlled with no serial number it cannot be confirmed if there was a mix up with the devices. The device returned to the repair center was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing lid is broken at the hinge. No patient involvement. No more information has been provided.